Event description:
On (B)(6), 2010, the reporter contacted lifescan (lfs) on behalf of her daughter (the patient) alleging that a one touch ping meter read inaccurately erratic. The reporter indicated that the alleged issue started on (B)(6), 2010, at 12:00 am. The reporter reported blood glucose results of "300 and 92 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Four to five minutes before the alleged issue began, the reporter claimed that the patient had developed symptoms of shakiness and tiredness. The reporter denied that the patient received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her meter readings were before and after the symptoms developed, and what actions the patient took before and after the symptoms started. The reporter did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter performed a meter-to-same meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for precision testing. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms developed before the alleged issue began. The reporter also denied that the patient received treatment as a result of the alleged issue.

Manufacturer narrative:
(B)(4): the patient tests her blood glucose 4-6 times a day. She manages her diabetes with novolog insulin via an insulin pump. The reporter denied that any results prior to developing the reported symptoms were inaccurate. She could not recall what results were obtained before the symptoms developed. The reporter felt as though the reported result of "300 mg/dl" was inaccurately high compared to how the patient felt and to the other reported result of "92 mg/dl." The reporter claimed that the results were obtained within 4 minutes apart from each other. While feeling low, the patient reportedly tested her blood glucose on an unknown backup meter and got an unspecified meter reading around "90 mg/dl." Due to the symptoms, the patient administered self-treatment by eating crackers with peanut butter. The self-treatment helped to relieve her symptoms. Based on the new information provided, this complaint will remain classified as a malfunction.

Event description:
Removal of shoulder devices due to postoperative infection. Antibiotic spacer was placed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.